Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted technical support to report error 307 on the high resolution stereo viewer (hrsv) of the second surgeon side console (ssc). The technical support engineer (tse) walked the customer through powering off the system and disconnecting the blue fiber cable from the ssc. The customer powered on the system as a single console, after which, the system completed power on self-test (post). The customer proceeded as single console system. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the viewer assembly due to persistent error 307. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The viewer unit was analyzed, and upon visual inspection, found the left and right temperature and color sensor housing broken. The error logs were reviewed and the 307 error confirmed in the lighthouse/ aperture. The unit was installed on an internal equipment, fixture, or tool (eft) system and the reported issue was unable to be replicated during system testing. After further investigation, the reported 307 error was able to replicated . The reported error logs were reviewed which pointed to a surgeon display controller high resolution stereo viewer (sdch) fault. After the failure occurred, the 307 error was noted on multiple components which matched what was found in the field. The probable root cause is attributed to component failure of the surgeon display controller high resolution stereo viewer (sdch).